Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as fold flaw opening and observed opening in posterior side assessed as surgical impact opening. (Shell thickness within specification) . Additional observations: yellow particles observed in the surface of the shell. Observed creases on the device. Observed stress marks on the device.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.